Event description:
Customer reportedly received the following results on the 3 compact plus systems within 10 minutes: 94 mg/dl and 419 mg/dl (system 1), 344 mg/dl (system 2), and 342 mg/dl (system 3). No actions taken based on device results. No adverse event reported. Requested return of suspected device and strips and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 3. (B)(4).